Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive up/down) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2017 with the following findings: during investigation, the keypad cover was found to be intact with all buttons responsive to user input. The keypad cover was removed to find no contamination under the button contacts. The pump was opened to find the keypad flex fully seated in the connector with the latch closed. No evidence of moisture was found internally. The complaint of under responsive keypad buttons was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.